Event description:
Additional information received indicates that the infection had later cleared.

Manufacturer narrative:
The reported adverse event is not able to be confirmed with product testing. The swift-lock anchor was incomplete with 22mm being returned. Approximately 20mm of the distal sleeve had been trimmed from the anchor and was missing. The anchor was functionally tested and passed. A packaging and sterility review of the production records found no non-conformances.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 3006705815-2020-30397, 3006705815-2020-30398, 1627487-2020-23251. It was reported that the patient had an infection and an abscess that ruptured near the lead site. As a result, the patient underwent surgical intervention during which the system was explanted.